Manufacturer narrative:
Device eval by MFR: the returned device consisted of a jetstream xc-2.1 atherectomy catheter. The device was visually examined for any shaft damage. Visual and microscopic examination showed catheter shaft damage in the form of kinks/buckling. The location of the damage was 7.5cm from the tip proximal to 8.5cm and buckling at 68cm from the tip. The device showed a burst infusion sheath on the catheter shaft located 89cm from the tip. The device was inserted into the console and set up per the instructions for use. The device ran as designed; however, the device leaked fluid during functional testing at the burst infusion sheath location. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the infusion line burst. A 2.1mm jetstream xc catheter was selected for use in an atherectomy and thrombectomy procedure in the distal femoral artery and supra and infra patellar popliteal artery. During the procedure, the infusion line ruptured.

Event description:
It was reported that the infusion line burst. A 2.1mm jetstream xc catheter was selected for use in an atherectomy and thrombectomy procedure in the distal femoral artery and supra and infra patellar popliteal artery. During the procedure, the infusion line ruptured.